Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller said that the stimulation has been turned off due to unrelated health issues, but the patient stated for a about the last 4 months patient feels like they are still feeling stimulation in their back, bottom and legs. Caller said that they took the battery pack out of the controller and patient still feel the stimulation in patient's back. Agent reviewed removing the battery pack does not ensure stimulation is off. Agent had caller put the battery pack and unlocked the controller to confirm stimulation is on or off. Caller stated the controller is showing no device found. Agent had caller connect the recharger and caller confirmed controller is 70% and implant is showing depleted and message on the controller said cannot provide stimulation recharge the implant. Caller confirmed the stimulation is off. The caller was redirected to their healthcare provider to further address the issue. Caller stated patient was implanted about 2 years ago.